Event description:
It was reported that the display on the customer's insulin pump will fade out and go to the home screen, when he is attempting to bolus. Customer's blood glucose level at the time 311mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received missing segments due to bleeding the lcd glass and with debris under lcd window. No blank display noted. The insulin pump has cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.